Event description:
Customer reported when inserting check key into the device, the number did not match the number designated for the check key. Check key = 548534 and device reading = 539. A request was made for return product and replacement product was sent.